Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a reset alarm occurred and it was difficult to charge the pump. Customer was in the hospital due to blood glucose (bg). At the time of the report, bg was 129 mg/dl. Call with tandem technical support (cts) disconnected. Although multiple attempts were made by cts to obtain additional information, contact/customer did not reply.